Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the stapler stopped cutting the tissue. Staple line was incomplete and poor staple formation was observed. The jaws of the device locked on tissue. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.